Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#1627487-2018-06380. It was reported the patient experienced pain at the ipg site as well as ineffective pain relief with their scs system. Reportedly, multiple programming sessions did not provide resolution. As a result, surgical intervention was undertaken wherein the system was explanted.